Event description:
A customer reported to baxter corporate product surveillance a 60" micro volume extension set in which a leak was observed from around the filter area. The reporter could not clarify if the leak occurred from the filter, or from the bonded junction of the filter and the tubing. According to the report, a patient was connected to a chrono 5 syringe pump when the leak occurred. The medication being administered is unknown. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation:five companion samples were returned to the manufacturing plant for evaluation. Visual inspection did not reveal any visible irregularities in any of the returned samples. Functional testing was performed on all five of the samples. The samples were primed and solution flowed through the sets with no issues. Clear passage and pressure tests were performed at 8psi and all the returned samples passed with no defect observed. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.